Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
While performing scheduled maintenance on the intra-aortic balloon pump, it was reported by the staff of the cardiac surgery recovery unit that there had been a blood back event on (B)(6) 2017 at approximately 2:00 am. The nurse noticed blood in the catheter tubing and the balloon was removed. The type of balloon and lot number were not available, but it was retained by the customer. There was no harm done to the patient.